Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laa) procedure was performed and a 31mm watchman flx pro closure device was implanted. The patient was placed on dual antiplatelet (dapt) medication regimen. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed an immobile device related thrombus (drt) on the face of the closure device, while slightly biased to the limbus. Procedural imaging and 45-day follow up imaging was reviewed, and the closure device met release criteria and continues to be well seated with no leaks observed. The physicians switched the patient from dapt to direct oral anticoagulation (doac) medication regimen in response to the drt. There was no patient complications reported.